Manufacturer narrative:
Corrected data b3 - please note upon investigation it was noted that the awareness date was (B)(6) 2020. B3 has been updated from (B)(6) 2020 to (B)(6) 2020. Additional manufacturer narrative an event regarding crack/fracture involving a patient specific, distal femur, femoral component was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned clinician review: a review of the provided x-rays by a clinical consultant indicated: the implant in situ was for distal femoral replacement which was inserted in (B)(6) 1989. The surgeon reported instability and broken hinge. The x-rays provided shows that the knee joint is intact and femoral component is in line with the tibial component. There is no clear sign of broken hinge. Therefore, the radiographic review cannot confirm the clinical report. Device history review: review of siw records indicate the device was inserted on (B)(6) 1989. Complaint history review: there have been no other events for the lot referenced. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
As reported by surgeon: "[patient] needs a custom implant. She needs the extra small dfr which is not standard kit." Information was provided based on cases scheduled for the surgeon on (B)(6) /2020. Update (B)(6) 2021: review of prescription form provided to design states reason for revision as: instability update (B)(6) 2021: review of design team emails states reason for revision: "...the hinge is broken. Needs revising possibly to exmets dfr..."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Device not returned.

Event description:
As reported by surgeon: "[patient] needs a custom implant. She needs the extra small dfr which is not standard kit." Information was provided based on cases scheduled for the surgeon on (B)(6) 2020.